Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft damage occurred. The 80% stenosed target lesion as located in the distal left anterior descending artery (lad). While unpacking a 24 x 2.25 promus premier select, the proximal end of the deliver system (4 cm before the stent) was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However returned device analysis completed on 27 september 2018 revealed holes in the shaft. Promus premier select, mr, ous 2.25 x 24 mm stent delivery system was returned for analysis. Based on the potential root causes identified, the following attributes were examined: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found inner shaft polymer extrusion damage 2 mm distal to the bi-component bond. The outer lumen had also been penetrated and when inflation attempts were made the lumen leaked. No other issues were identified during the product analysis.